Event description:
The pt was treated, after the first field had been delivered the system automatically loaded the first field again and it was delivered for the second time. If the radiographer had not noticed this, the system could deliver the first field for a third time. On the linac records the field is printed twice. On the treatment sheets, the first delivery of the field was not seen on the preview but after the second delivery both fields appeared.